Manufacturer narrative:
H3: product analysis: mr8-t12mh35d, pli-20: no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. H3: product analysis:mr8-tt12fmis, pli-20: no conclusion can be drawn. Device evaluation anticipated but not yet begun. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m r8-tt12fmis, serial/lot #: (B)(6); UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that tool was broken and removal difficulty. No patient impact was reported. On follow up, it was confirmed with the health care professional that there was no patient or staff impact.

Manufacturer narrative:
H3: product analysis: evaluation of the device determined tube received used with fractured tool stuck inside, bearings felt rough when spinning tool. The suspected root cause was the tube was used beyond its useful life. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.